Event description:
Customer treated and admitted as customer went to ER for help. Customer stated they were under extreme stress currently and on menstrual cycle also. Customer also stated customer had just got back from doing a run (jog) with md when customer continued to run high blood glucose.